Event description:
A 26mm amplatzer septal occluder (aso) was successfully implanted. Approximately nine months later, an alleged aso aortic erosion was reported. The aso was explanted six days later.

Manufacturer narrative:
This event was reviewed by the st. Jude medical erosion board who confirmed that erosion occurred.

Manufacturer narrative:
The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. Sjm could not evaluate the product involved in this event since it was not returned to us. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause of the reported event remains unknown.